Event description:
It was reported that the 9800 system exceeded the state's dose limit of 5 r/mim. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Adjusted the ma limit to reduce dose to meet state limits. The system was tested and found to be working as intended and placed back into service.